Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a rotatable medium oval med stiff snare was used for removal of a pedunculated polyp in the transverse colon during a polypectomy procedure performed on (B)(6) 2022. During the procedure and inside the patient, the snare was not able to cut the polyp. No energy was transmitted and there were no signs of blanching. The snare was securely attached to the active cord and no visible problems were noted with the cautery pins. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event.